Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). The livanova field service who identified the malfunction replaced the faulty stirrer motor to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced device has been requested for return to livanova deutschland for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the stirrer motor of a heater-cooler system 3t did not turn as expected. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.